Event description:
It was reported that an edwards' mitral bioprosthesis was explanted after an implant duration of approximately 8 years due to severe mitral stenosis. Operative report indicates the bioprosthesis was found to be degenerated with calcification on the leaflet. Patient also has tricuspid valve repaired during the same surgery.

Manufacturer narrative:
Evaluation: method = x-ray. Evaluation summary: as received, the valve exhibits heavy host tissue overgrowth (pannus) encroached onto the tissue outflow and into the orifice by approximately 12mm. Also at the outflow aspect, host tissue overgrowth fused the free margins of leaflets 1 and 3 at commissure 1 by approximately 6mm, and the free margins of leaflets 1 and 2 at commissure 2 by approximately 3mm. Host tissue overgrowth is minimal to moderate at the tissue inflow, as it encroached into the orifice by 3-4mm. Host tissue is heavy at both the stent inflow and the stent outflow. It also fused host anatomy to the valve, evident at the outflow aspect. At leaflet 3, calcification is minimal to moderate at the cusp area and moderate at the free margin. Leaflets 1 and 2, exhibit minimal calcification at the cusp areas and moderate to heavy at the free margins. Extrinsic calcification is also noted at the free margin of leaflet 2 at commissure 2. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Returned device evaluation indicates pannus growth as the primary factor contributing to the reported stenosis, as well as tissue calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The investigation reveals no manufacturing quality deficiency that may have caused or contributed to this event.